Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin began leaking from the septum when a bolus was delivered. Customer's blood glucose level was not impacted. The customer acknowledged that the cartridge should be replaced.